Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the nbp values are abnormally low and that they do not correspond to the patient's clinical status. There were npb values for a baby of 42/23 (29) corresponding to the clinical state of the patient. Suddenly and without any reason there were values of 35/18 (24) which did not correspond to the patient's clinical status (observation by the doctor like color of the baby, physical reactions and other medical visual observations). No patient or user harm was reported.

Event description:
The customer reported that the nbp values are abnormally low and that they do not correspond to the patient's clinical status. There were npb values for a baby of 42/23 (29) corresponding to the clinical state of the patient . Suddenly and without any reason there were values of 35/18 (24) which did not correspond to the patient's clinical status (observation by the doctor like color of the baby, physical reactions and other medical visual observations). No patient or user harm was reported.